Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a loss in stimulation. Reportedly, the ipg had reached end of life and a connection could not be made with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.